Manufacturer narrative:
Despite repeated attempts to receive further information regarding this event and retrieve the device for evaluation, no additional information was received from the customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a25 was explanted from the aortic position after an implant duration of four (4) years due to severe paravalvular leak that led to severe aortic insufficiency. As reported, some of the sutures were not well done during initial surgery. It was observed that the subject device was in perfect condition and working well. Another inspiris resilia valve one size bigger (27 mm) was implanted in replacement. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Despite due diligent attempts to receive further information regarding this event and device availability, no additional information was received from the customer and the root cause of this event cannot be determined with the available information. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.